Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the tr band had an air leak. The procedure performed was believed to be a heart cath. 18ml of air was injected into the tr band; however, approximately fifteen minutes after inflation the tr band began to lose air. It was unknown where the air was leaking from. The patient developed a hematoma; however, the size was unknown. Device was not noticeably damaged or manipulated in any way. Hemostasis was achieved by manual compression. The patient was stable and blood loss was known.